Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
The hospital reported that a quadripodal staple broke in the pt. The implant has been removed.